Event description:
It was reported during in clinic follow up that the atrial lead exhibited oversensing due to noise the resulted in inappropriate mode switch. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.